Event description:
The manufacturer's service provider replaced the data acquisition pcb board and cpu pcb board to address the reported problem.

Event description:
The customer reported that the ventilator went vent inop and alarmed due to a data acquisition pcba adc reference failure. The customer reported the device was in use on a patient and there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. During evaluation, the manufacturers service provider reported the ventilator would not boot up. Service is in progress with completion pending.

Manufacturer narrative:
Service completion pending.